Manufacturer narrative:
This report is being submitted to relay additional information. 0001038806 - 2019 - 00472 -1 has also been submitted. The following sections are being reported: b4: 29 aug 2019. B5: it was reported that the placement tool became stuck in the implant. The placement tool was changed and another implant was placed. The reported device was not returned for evaluation. As the device was not returned, it could not be confirmed that the tool became stuck in the implant. A device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. A definitive root cause for the reported event could not be determined. The most likely causes for the reported event are customer error due to seating errors and excessive torque. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the placement tool became stuck in the implant. The placement tool was changed and another implant was placed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the placement tool became stuck in the implant. The placement tool was changed and another implant was placed.